Event description:
On (B)(6) 2014 the patient was re-implanted with vns.

Event description:
Additional information was received that the patient had (B)(6).

Event description:
It was reported that the recently re-implanted vns patient developed an infection at his generator site. The patient¿s generator was explanted on (B)(6) 2014 and his lead was explanted on (B)(6) 2014. The patient is expected to be re-implanted once the infection clears. The patient has not been re-implanted to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.